Manufacturer narrative:
The electrodes were not returned to zoll medical corporation for evaluation. Instead, a retained sample investigation was conducted. The customer's report was not confirmed or replicated. The electrodes was through extensive testing without duplicating the report. The electrodes were scrapped after investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated difibrillator displayed a "check pads" message using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.